Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen display intermittently displayed a black screen. Reportedly, the pump remained responsive to presses. Subsequently, the customer was hospitalized. Customer¿s bg level was not provided. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer declined to provide additional information regarding the reported issue, and declined further troubleshooting with tandem technical support. No additional patient information was available.